Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-02166.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2019-02166.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). It was reported that the patient's anatomy was very torturous. During the procedure, while advancing the lantern and a non-penumbra catheter though a sheath in the target vessel, the lantern would not track, and the physician experienced resistance; therefore, the lantern was removed. Subsequently, another microcatheter was advanced through the same catheter and sheath. Next, while advancing a ruby coil through the microcatheter, the physician experienced resistance. The physician then decided to withdraw the ruby coil, and upon withdrawal, it unintentionally detached inside the microcatheter; therefore, the microcatheter containing the detached ruby coil was removed, and the ruby coil flushed out. The procedure was completed using other ruby coils and the same microcatheter, catheter, and sheath. There was no report of an adverse effect to the patient.